Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694765 lead; 419488 lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient presented to the emergency department due to shortness of breath. A transmission noted the right atrial (ra) lead with probable loss of capture. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.